Event description:
Hub of PICC -blue plastic butterfly hub- appeared to be cracked and leaked when flushing attempted. Unsure if practice issue or product issue. Line needed to be removed and new PICC placed. This is the 3rd replacement for this pt with similar problem w/product. Again practice vs product unclear.